Event description:
It was reported by the clinician that the needle hub cracked during insertion. He stated it was a gentle insertion as to avoid vessel damage, but the hub cracked even under small force. He also stated he was unsure if it was cracked prior to insertion or if it was just that brittle that it easily cracked under slight pressure. As a result, the set was exchanged and the procedure was delayed.

Manufacturer narrative:
.